Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of below the knee. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. During the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.